Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B) (6) 2009. The handpiece was plugged in but was unable to get power. The blade never rotated from the beginning and was not used on the pt. A second handpiece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4) - blade will not rotate: prior to first use - not labeled. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria